Event description:
Allegations of scleroderma, atypical connective tissue disease, atypical neurologic disease system, neuromuscular junction disease, rheumatoid arthritis, dermatomyositis, polyarthritis, myalgias, neuropsychiatric symptoms, peripheral neuropathy, chronic fatigue, sleep disturbances, persistent low-grade fever, chronic inflammatory response, breast infections, disfigurement, impairment of the immune system, complex, surgical procedures, scar tissue capsulation, auto-immune disease, memory loss, skin discoloration, human adjuvant disease, depression, silicone implant disease.